Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that for about the past month they have felt as though their ins is not providing the same relief. Caller stated that while on group a they can feel stimulation but their leg is going numb like it did prior to having the ins implanted. Caller commented that they increased the intensity but they are still feeling as if they are not getting the same relief. Technical services reviewed information and instructed caller to follow up with their healthcare provider (hcp). Patient stated their leadwires were disconnected; technician was able to bypass and redirect. Patient reported issue is resolved; they are getting relief.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6) , ubd: 01-apr-2025, UDI#:(B)(4).; product ID: 977a260, serial/lot #:(B)(6) , ubd: 01-apr-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.